Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) warns, "do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur system, and check for damage" and "advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted."

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure, an embolization coil got stuck in a 5f catheter during advancement into a gastric varice. An attempt was made to advance the coil against resistance, followed by coil withdrawal and another attempt to advance the coil out of the catheter, at which time the coil detached in the catheter. The coil was removed in its entirety together with the catheter. There was no reported intervention or patient injury.